Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had an abnormality in the shape of the tube was noted and reconfirmed with the nurse, who found that the cap was not tightly attached to the tube. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 367856, lot number 3074266. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly and no bowed tubes. 10 retention samples were draw tested with all weights being within specification. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure modes of bowed or stopper pop off with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had an abnormality in the shape of the tube was noted and reconfirmed with the nurse, who found that the cap was not tightly attached to the tube. There was no report of patient impact.